Event description:
Resident found sitting on floor with legs stretched out with back of head against mattress and raised bedrail across resident neck with chest restraint intact and in regular position on chest.